Event description:
The patient reported the cannula of the infusion set broke off and became lodged in his abdomen. He stated he has undergone 4 rounds of surgery in an attempt to remove the cannula. On approximately (B)(6) 2011 customer changed the infusion set. He immediately went to the bathroom and realized the old insertion site was bleeding. His wife applied ice packs to the area and an hour later she got the bleeding under control. A couple of days later the customer's previous site was lumpy and hard. The patient visited his doctor and he attempted to remove what he thought was part of the previous cannula using local anesthetic but he was unable to remove anything from that site. The patient was advised by his doctor to go to the hospital immediately. The patient did not go to the hospital until the next day and he was given an ultrasound where they discovered part of the cannula was still inside his abdomen. Later that day a surgeon again attempted to remove the cannula using a local anesthetic and was unable to remove anything from his abdomen. A couple of days later another ultrasound was performed with the same result of part of the cannula still under the skin of the abdomen where a surgeon attempted again to unsuccessfully remove the partial cannula. The patient was admitted to hospital on (B)(6) 2011. On (B)(6) 2011 at 2:00pm, the patient went into surgery using a general anesthetic where a surgeon attempted to remove part of the cannula. Patient advised that the cannula is still under the skin on the abdomen. The patient is scheduled to have another ultrasound on the (B)(6) 2011. The alleged product was not available to be returned for evaluation and the patient does not know the lot number. No product will be returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.